Event description:
It was reported that the atrial lead and old right ventricular (rv) lead were capped. The current left ventricular (lv) lead had no bipolar capture. The current rv lead noted thresholds at 1v at0.4msec and post-pocket manipulation went to 5v. The impedance is steady at 532ohms. Diq query on 05-aug-2010 indicates that no leads for patient have been capped. Mdt follow-up yielded no new information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.